Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Data review: the console logs were partially consistent with what was reported in the complaint description. A purge error was reported but analysis of the logs show that there was no purge errors but instead there was evidence of a pump detection issue during the purge case start setup. During step 3 of the purge case start, the user was instructed to insert the pump but the console did not detect one for 20 seconds which resulted in a epm reset. After the epm reset there was a connect grey connectors screen which is indicative of an epm crystal issue. Device analysis: the console was tested after arriving in field service. The pump detection issue was unable to be reproduced on an engineering lab bench. Console had no issues detecting the pump. Conclusion: the pump detection issue was due to the rarely occurring epm crystal issue. Aic - purge issue - other there was no purge error found during the case. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-29204. H6 medical device problem code 1670, investigation findings 3233 and investigation conclusions 11 were erroneously entered on the initial manufacturer device report number 1220648-2025-29204. H8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-29204. H10 narrative was erroneously as the investigation results were complete and the investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29204.

Event description:
It was reported that the automatic impella controller (aic) had a purge failure. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.